Manufacturer narrative:
Office contact: (B)(4). Serious injury. Incorrect MFR report number used as 8030647-2016-00036, correct MFR report number is 3011270181-2016-00010. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, pffa220714, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported in FDA report # mw5040086 that, "a patient developed a vesicle/burn at the posterior cervical injection site the next day post cervical radiofrequency ablation. The patient was treated for the burn at the wound clinic. The diagnosis or reason for use: radiofrequency ablation. The patient's treatment included: 100 micro grams of fentanyl, 2 milligrams of versed, 10 ml 0.2%, naropin, 10 milligrams 1% lidocaine, " no further information provided.